Event description:
Boston scientific received information that during an implant procedure, the physician experienced difficulty inserting a lead into the header of this device. The physician thought the seal plug looked slightly raised from its original position. The physician used medical adhesive for the seal plug and the lead was eventually able to be inserted into the device. The device was successfully implanted and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.